Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: zero unit boluses verified in the bolus history. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Up, down and ok buttons do not respond to presses. Keypad is torn and peeling over the ok button. Keypad was removed; no damaged/misaligned contacts found, contamination found under all button contacts. Unable to perform all investigational steps due to unresponsive buttons. Unrelated to this complaint, the battery compartment is cracked.

Event description:
On (B)(6) 2012, the patient (pt) contacted animas alleging an intermittent unresponsiveness of all keypad button issue with the subject insulin pump. Pt stated that the buttons have not been responding properly over the past month but the last two weeks, the buttons are getting worse and today she cannot get past the verification screen to be able to use the pump. Pt has had difficulty over the last two weeks with getting the pump primed and in giving boluses due to the unresponsiveness. Pt stated that many times the pump is on the normal bolus zeros and delivering a zero bolus to her. She also stated that the pump has given her extra boluses (as per bolus history). Pt claimed her blood glucose levels going down to 26mg/dl one overnight and she believes she may have gotten an extra bolus causing this. Pt was not certain as she did not check the bolus history that night, but treated the low bg and it came up to 101mg/dl. Pt also states that there is a hairline tear over the ok button and the keypad cover is loose over the buttons. The pt confirmed that the keypad damage occurred before the unresponsiveness issue. Pt continued to wear the pump but occasionally has removed it and taken shots if could not get a response. Today, she will use shots and has removed pump. The reported damaged keypad issue is generally obvious and detectable to the user and should alert the user to discontinue using the pump; however, the pt continued to occasionally use the pump. This complaint is still being reported because the pt allegedly experienced a hypoglycemic event due to alleged keypad issue. A replacement pump was sent to the pt.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.